Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump alarmed after inserting new batteries. The patient's blood glucose level was unknown at the time of the call. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.

Manufacturer narrative:
No button error alarm was noted. However, intermittent button response was noted due to flattened button dome switches. No unlocked keypad connector was noted. No excessive no delivery alarm was noted. The insulin pump passed the prime test, excessive no delivery alarm test, displacement test, self test and reset error test with no alarms. The insulin pump was unable to download and the problem was isolated to the mother board. The insulin pump had minor scratches on the display window, a cracked case at the display window corner, cracked reservoir tube lip and stained end cap sticker.